Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device is in progress. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a mast procedure, the lower jaw of the instrument broke. The surgeon was able to retrieve the broken piece. This was confirmed by x-ray. No patient complications were reported.